Event description:
It was reported that the customer was unable to prime the insulin pump. It was stated that insulin was squirting out, and the device alarmed and error. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Also other error alarm was found on the alarm history due to corrupted history file.